Manufacturer narrative:
As reported, during the procedure the bard/davol nezhat-dorsey trumpet valve knurled plug detached. To accommodate left-handed users, the design of the trumpet valve includes the removable knurled plug which allows the user to reverse configure the device. During the manufacturing process the knurled plug is assembled and secured into the trumpet valve body with a torque screwdriver. If the plug is not properly seated, a minor leak can occur. As such a leak test is performed post assembly, which encompasses the evaluation of the knurled plug seating. A possible cause for the reported condition, is that the knurled plug may have become loosened/unscrewed during use and detached; however, without the subject product, a definitive root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a procedure, the white plastic cap (knurled plug) on the bard/davol nezhat-dorsey trumpet valve irrigation device came off in the middle of the case; and a new irrigator was opened. The device was being used for approximately 15-20 minutes before the issue presented. There was no reported patient injury. Contact stated the operating room staff may not be tightening the white plastic cap prior to use.